Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular apex lead exhibited noise during bipolar pacing. No intervention was performed and will continue to be monitored. The patient was in stable condition and no patient consequences were reported.